Manufacturer narrative:
The mega needle driver instrument has been evaluated by the failure analysis (fa) team. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver (mnd) instrument cable was ¿popped and exposed¿. No fragment fell inside the patient. The procedure was completed with no reported injury.